Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar malfunction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. The force bipolar instrument had dislodged jaw. Prior to attempting to remove instrument, the instrument jaws were not stuck in a closed position.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broke grip that is completely detached from its base, and it is only hold by the conductor wire. The broken piece is hanging from the instrument. Components adjacent to this broken grip show damage which may indicate potential\mishandling/misuse. Instrument passed continuity test in bot grips. The complaint was confirmed by failure analysis.